Event description:
It was reported by service report that the bed power was intermittently cutting off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The 110v head end cable.